Manufacturer narrative:
The investigation for the reported arrhythmia, low pump flow, and positioning issue has been completed. Complaint device was not returned for investigation. Data logs were reviewed finding no motor current spike observed. Many suction alarms occurred. Many positioning alarms in aorta and ventricle occurred. Pump flow dropped to p-2. The cause of the positioning issue most likely was use related due to improper technique that led to hemolysis issue and low pump flow issue as impella appeared to be against lateral wall and against mitral apparatus. The cause of both hemolysis issue and low pump flow most likely were improper positioning due to improper technique. The instructions for use for the impella cp with smartassist system in section: potential adverse events (united states) states ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation) in accordance with updated procedures, section h10 has been revised from the initial submission. F6/f8 should have been left blank in the initial report.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, the patient had ectopy. The staff dropped the p-level to p5, but the patient had more frequent ectopy that resolved when increased to p 7. Additionally, the patient later had ventricular tachycardia and required cardiopulmonary resuscitation. Furthermore, the impella had positional suction alarms that were occurring causing hemolysis. The impella appeared to be against the lateral wall and the doctor could not successfully reposition. The pump was removed and replaced with a new impella cp.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.